Event description:
The MFR received info alleging a ventilator alarmed and shut down while the device was in use. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. During eval at the MFR's svc ctr, errors related to the device's sys board were found in the device's error log. The device's sys board was replaced to correct the observed condition. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.